Manufacturer narrative:
The plant investigation is in process.. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor damaged the blood pump tubing segment during a patient's hd treatment resulting in blood loss. Additional details were provided upon follow-up with the user facility¿s biomedical technician (bmt), and a registered nurse (rn) familiar with the event. The rn said that the issue occurred 30 min after the initiation of the patient¿s hemodialysis (hd) treatment. They stated there were no clicking noises heard prior to the event. The machine gave an air detector alarm, which alerted the staff to the issue. Blood was reported to be leaking externally from the blood pump. The blood pump was stopped. It is unknown if the patient¿s blood was returned. The patient¿s known blood loss was 50ml. When the combi set bloodline was taken down and examined, a slice was identified in the segment of tubing that sits in the blood pump rotor. It was confirmed that there were no other issues leading up to the event, including any leaks during the priming phase. The machine was removed from service for evaluation, and the patient was re-setup with new supplies on a different machine. The patient was able to complete treatment without further issue. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The bmt replaced the blood pump rotor on the machine and then it was returned to service. The part was confirmed to be available for evaluation, and the bmt said they have been issued rga# 67341214 to have it sent back.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor damaged the blood pump tubing segment during a patient's hd treatment resulting in blood loss. Additional details were provided upon follow-up with the user facility¿s biomedical technician (bmt), and a registered nurse (rn) familiar with the event. The rn said that the issue occurred 30 min after the initiation of the patient¿s hemodialysis (hd) treatment. They stated there were no clicking noises heard prior to the event. The machine gave an air detector alarm, which alerted the staff to the issue. Blood was reported to be leaking externally from the blood pump. The blood pump was stopped. It is unknown if the patient¿s blood was returned. The patient¿s known blood loss was 50ml. When the combi set bloodline was taken down and examined, a slice was identified in the segment of tubing that sits in the blood pump rotor. It was confirmed that there were no other issues leading up to the event, including any leaks during the priming phase. The machine was removed from service for evaluation, and the patient was re-setup with new supplies on a different machine. The patient was able to complete treatment without further issue. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The bmt replaced the blood pump rotor on the machine and then it was returned to service. The part was confirmed to be available for evaluation, and the bmt said they have been issued rga# (B)(4) to have it sent back.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.